Manufacturer narrative:
The insulin pump was received with no audio tone noted during self test due to broken black transducer wire on the interface board. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a beep anomaly on the insulin pump. Customer stated that his pump stopped alarming when it gets a no delivery. Customer stated that the pump does not alarm or vibrate. Customer used to be able to go to sleep and feel when the pump had gotten a low reservoir. Pump passed the self test. Customer stated that the pump did vibrate during the self test. Customer was advised to monitor the pump. Insulin pump will be replaced. No further assistance needed.